Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer wore the pump during football and the touchscreen was shattered. Additionally, the pump touch screen was no longer responsive. Customer's blood glucose was 228 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.